Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in a white plastic bag with an open box/tray from the lot number provided in the report. The label matches the product returned. All components were included in the return. Our laboratory evaluation of the product said to be involved confirmed the report for bands prematurely deployed in the packaging. Two deployed bands were laying loose in the tray. The other four bands were on the barrel as expected, however the bands appear as if they have moved on the barrel prematurely. A function test was not performed on deployment of the bands as this occurred prior to use, however, a visual examination of the device was performed and the set up process prior to deployment was executed and all parts operated as expected without premature deployment of the bands. The trigger cord was intact and was not broken. The length of the trigger cord was measured between the knots and was within the tolerance. All deployment beads were present when examined under magnification. The handle wheel movement was performed and the wheel functioned as intended. The multi-band ligator barrel was also able to be attached onto the end of the endoscope as expected. No other anomalies were detected with the device. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our evaluation of the returned device confirmed the report as there were 2 deployed bands laying in the returned tray. A definitive cause for this observation could not be determined because the actual prior to use product preparation and handling conditions could not be duplicated in the laboratory setting. This limits our ability to conclusively determine a cause. Premature band deployment can occur if the device experiences excessive pressure during general handling or shipment. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
In preparation for a ligation procedure, the physician was preparing to use a cook 6 shooter saeed multi-band ligator. It was reported that the bands had deployed inside the package. This occurred prior to patient contact; there was no impact to the patient. In addition, the user sustained no clinical consequence and there were no adverse effects to the user.